Manufacturer narrative:
During a review of previously filed reports performed while finalizing the complaint, it was discovered that the manufacture date provided in the initial report was incorrect. The correct manufacture date for this device (16s10784) is 09/27/2006. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that mycobacterium chimaera was detected in the water of the sorin heater-cooler system 3t during water control. There was no report of patient injury. The customer did not request sorin group support and the unit was not returned to sorin group (B)(4) for disinfection. Through follow-up communication, sorin group (B)(4) learned that the customer has performed 10 disinfection cycles on the unit to remove the contamination and biofilm. The user also reported to have changed all tubing and connectors and have started following the cleaning and disinfection procedure outlined in the current instructions for use (IFU). Ths customer reported that they were able to get the unit clean, and the device is currently in use. Based on the user's details of the actions required to remove the biofilm and clean the unit, sorin group (B)(4) has concluded that the users have not always strictly followed the cleaning and disinfection instructions outlined in the current IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU. Device not returned by customer.

Manufacturer narrative:
\ Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015.

Manufacturer narrative:
The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: (B)(4)). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that mycobacterium chimaera was detected in the water of the sorin heater-cooler system 3t during water control. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that mycobacterium chimaera was detected in the water of the sorin heater-cooler system 3t during water control. There was no report of patient injury.